Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 528 mg/dl, which was treated for with manual injections. The customer advised that he felt okay. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.